Event description:
Upon investigation, manufacturer's domestic evaluations lab found that meter lcd is marbled in appearance. Appearance is consistent with a possible electrical short. No exterior evidence of melting or burning was observed. No adverse event reported. A request was made for the return of the device, replacement was sent.